Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2016-02387. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2015, the patient's qualifying condition was a medical history of 3-vessel coronary artery disease and mi. Cardiac catheterization was performed and the patient underwent an elective percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis. It was 22mm long, with a reference vessel diameter of 3.5mm. There was mild vessel tortuosity. The thrombolysis in myocardial infarction (timi) flow was unknown. The target lesion was treated with pre-dilatation using a 2.5mm balloon catheter at 12 atmospheres and insertion of a 3.50x24mm promus premier drug-eluting stent. Post-dilatation with a 3.5mm balloon catheter at 15 atmospheres was performed. Post procedural residual stenosis was 0% and timi flow was 3. Four days later, the patient was discharged on aspirin and clopidogrel. A staged procedure was planned, but for more than 30 days post index procedure. In (B)(6) 2015, the proximal mid-vessel of the ramus intermedius had 90% stenosis reduced to 0% with percutaneous transluminal coronary angioplasty (ptca) using a 2.0x20mm balloon catheter and insertion of a 2.25x28mm promus drug-eluting stent. In (B)(6) 2015, the patient was hospitalized for shortness of breath, wheezing, and chest pain. Per the patient's family, there had been symptoms for two weeks. Cardiology was consulted for troponin levels trending up, and for suspicion of non st-elevation myocardial infarction (nstemi). Electrocardiogram (ECG) revealed new changes, including new q-waves in leads I and avl and diffuse st&t-wave changes in the inferior and precordial leads. The patient was begun on a heparin drip and administered a plavix load of 300mg. Two days later, left cardiac catheterization and coronary angiogram was performed and the patient underwent percutaneous coronary angioplasty (ptca) and stenting. To the proximal rca lesion, a 2.5x15mm non-bsc balloon catheter was used for pre-dilatation and a 3.0x15mm non-bsc drug-eluting stent was deployed. Post-dilatation was performed with a 3.25x12mm noncompliant non-bsc balloon catheter inflated at 18 atmospheres which yielded a good result. The pre-treatment rca stenosis was 95%, and the post treatment stenosis was unrecorded. Pre and post timi flow was unknown. To the mid-ramus stent lesion, a 2.5x15mm non-bsc balloon catheter was used to pre-dilate the lesion and a 2.5x18mm non-bsc drug-eluting stent was deployed. Post-dilatation was performed with a 2.75x8mm noncompliant non-bsc balloon catheter at 16 atmospheres which yielded an excellent result. No further patient complications were reported and the events of nstemi and thrombus in stent were considered resolved on the same day. The following day, the patient was discharged.